Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the sagittal saw attachment device came apart during an anterior cruciate ligament (acl) reconstruction surgical procedure. It was further reported that no parts fell into the patient. All pieces were retrieved. There were no delays to the surgical procedure. A spare device was used to successfully complete the procedure. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a loose component, the coupling pin was loose from the bearing housing, the piston packing was displaced on bushing and some internal components were corroded. Therefore, the reported condition was confirmed. It was determined that the displaced piston packing on bushing was due to inadequate manufacturing design specifications where a CAPA has been initiated. It was determined that the loose coupling pin from bearing housing and corrosion were due to component wear from normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.